Event description:
The user facility reported a 42-year-old female experiencing cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed an access site bleed/ooze during impella support. Silver nitrate and manual pressure were applied to stop the bleed. Furthermore, heparin was discontinued and removed from the purge. The oozing subsequently resolved and patient support continued with the implanted pump.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.